Event description:
Implant fracture.

Manufacturer narrative:
Implants region 12, 22, 24 fractured. Construction was a removable denture placed on the implants. Patient suffered from peri-implantitis following bone loss and implant instability. Material analysis could not be done as there were no products provided for evaluation.

Event description:
Implant fracture.